Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. The pump serial number (B)(4) was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that at the last pump refill there was more drug in the pump than expected. However, the hcp noted that the expected and actual reservoir volumes were ¿ok.¿ during an indium dye study there was ¿no withdrawal,¿ ¿no flow,¿ and the healthcare professional (hcp) was unable to injected dye through the port. It was determined that the catheter was kinked at the connector. The patient experienced increased spasticity and the pump was explanted and replaced. The pump was used to deliver baclofen 2000 mcg/ml at a dose of 700 mcg/day. At the time of the report the patient was alive with no injury and was also taking oral baclofen. The patient recovered without permanent impairment.